Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors had a damaged cannula (small part broken). One remaining sensor underwent the bicarbonate buffer test per dop114-830. The sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that her sensor was reading low despite not her blood glucose not being low. She received calibration errors and a change sensor alarm. Her most current blood glucose was 129 mg/dl. Troubleshooting was declined. The sensor was returned for analysis and a replacement sensor was shipped to the customer.